Manufacturer narrative:
Section d4 - catalog number: corrected. Section d4 - lot number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: evaluation of the returned oxygenator by the manufacturer (eurosets) confirmed an oxygenator leak due to an improperly secured cable tie on the purge line. The eurosets amg (advanced membrane gas exchange) pmp (polymethylpentene) oxygenator, lot number 7896808, was returned to the abbott facility in (B)(4), where an initial visual inspection was performed. Visual inspection of the oxygenator revealed no obvious damage to the external housing, ports, or fibers. There were no abnormalities noted. The oxygenator was forwarded to the external manufacturer, eurosets, for technical analysis. The oxygenator was set up in a circuit with a 500-milliliter reservoir of physiological water and peristaltic pump. The oxygenator was filled with physiological water via the peristaltic pump, and the water was circulated through the oxygenator at a flow of 6 liters per minute (lpm) for 10 minutes. A slow dripping was noticed in the upper part of the oxygenator due to an improperly secured cable tie on the purge line. The production documentation for oxygenator, lot number 7896808, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. Eurosets calculated the occurrence rate for the reported issue and determined that this is an isolated case. Therefore, no remedial action is required. However, it was required to plan a training to the operators in order to avoid the re-occurrence of this issue. The eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and also warns that the device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during back-up circuit checks, one of the oxygenators being primed to serve as a backup circuit had a leak. The pressure tubing was changed out first, but the leak did not stop. The extracorporeal membrane oxygenation (ECMO) coordinator made the conclusion that the leak was coming from the bottom of the oxygenator where the blue and the orange plastic meet right above the venous pressure line connection. It was noted that the oxygenator was changed in sterile conditions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.